Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additional information: as per the complaint information and the manufacturer's experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Reportedly no further appointments are scheduled for this recipient at this time.

Event description:
The user scheduled a programming appointment to revisit using the implant after years of not using the device. There are no future appointments scheduled at the clinic.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user scheduled programming appointment to revisit using the implant after years of not using the device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user scheduled a programming appointment to revisit using the implant after years of not using the device. The device was explanted. No new device was placed.